Event description:
"Orthopedic surgeon who had a dehiscence at the capsule and had to return the patient to the operating room". (B)(4).

Manufacturer narrative:
Samples from the same finished good lot number were received, evaluated and measured and found in compliance. Method: samples from the same finished good lot number were received, evaluated and measured and found in compliance. Results/conclusions: the actual device was not returned. Samples from the same finished good lot number were received, evaluated and measured and found in compliance. A record review of the reported finished good lot was performed and there were no non conformances issued for this lot nor suture component lot. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. Reference complaint number: 5916, item number: (B)(4); lot number: mq24660.